Manufacturer narrative:
(B)(4).

Event description:
Reportedly during an ongoing treatment with a revaclear 300 dialyzer an external fluid leak was observed, originating from the arterial port of the revaclear 300 dialyzer. The treatment was discontinued. No patient clinical symptoms or medical intervention was reported. No additional information is available.